Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis and the reported complaint cannot be confirmed. 15.0 diopter company lens replaced with 18.0 diopter different model company lens. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient reason being reduced uncorrected vision at distance and debilitating halos, from all cars all day long (day and night) and clinical reason for explant being reduced best corrected visual acuity which was affecting her activities of daily living. Patient also experienced glare. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested and received stating that there was no patient harm. The lens was exchanged for a different model company lens.